Event description:
A consumer reported poor vision after intraocular lens (iol) implantation in brasil in 2010. According to the consumer, if she covered the fellow eye with her hand we has almost unable to see. The consumer's ophthalmologist informed her that the iol was scratched and had unspecified defects. The ophthalmologist tried to make a "laser cleaning" of the iol. Afterwards, the consumer reported seeing dark points. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. It is unknown if the account used the only qualified viscoelastic approved for used with this delivery system. The product investigation could not identify a root cause. (B)(4).

Manufacturer narrative:
Evaluation summary: product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. No malfunction can be determined at this time. Root cause has not been identified. Additional information has been requested but not received to date. (B)(4).